Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.